Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37743, serial#: (B)(4), product type: programmer, patient; product ID: 3550-39, lot#: n188751, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
It was reported that the device was in a possible overdischarged state. It was noted that the patient had one other similar occasion. The reporter stated that a physician mode reset (pmr) was to be performed by patient at home. Subsequent information received the next day confirmed an overdischarge. It was noted that the cause of the overdischarge was "probably lack of attention to recharging; based on the patient's recitation of recharging history". The reporter stated that a pmr was performed and was successful. The reporter stated that the patient was able to recharge the device after 2 pmr cycles. It was stated that the patient was instructed to fully recharge and discharge the device for 6 cycles to "exercise the battery". It was noted that the patient was instructed to monitor battery levels and not let the device overdischarge again, as that would prevent "revival" of the device. The patient outcome was reported as "happy".